Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer could not recall their blood glucose (bg) level but stated they were "high" and a correction bolus was delivered to address the bg levels. The customer changed their pump supplies and resumed insulin delivery. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.